Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to extensive bleeding from the trach site could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient developed vocal cord paralysis and airway edema at home. The patient was readmitted with posterior glottic stenosis and was trached. There was significant bleeding related to the trach, and the patient expired on (B)(6) 2020 due to extensive bleeding from the trach site. No alarms were associated with the event, and no autopsy was performed. The pump was not explanted, and it would not be returned. It was reported that no further information was available. There is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed vocal cord paralysis and airway edema at home. They were readmitted with posterior glottic stenosis and was given a tracheotomy. The patient experienced significant bleeding related to the tracheotomy and expired on (B)(6) 2020 due to extensive bleeding from the tracheotomy site.